Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the stem at the bone to implant interface. The patient complains of pain in the femur. Xrays show stem well-fixed distally, but lucent lines proximally indicating loose stem. Patient was taken to or to find stem loose proximally and well-fixed distally. An osteotomy was required to remove after several failed attempts to remove from above. Frozen section did not show signs of infection. Surgeon also choose to convert to dual mobility construct to enhance stability due to increased risk after revision procedure. Doi: (B)(6) 2020, dor: (B)(6) 2021, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.